Manufacturer narrative:
This follow-up report is being filed to relay this report is a duplicate of 0001825034-2014-08348.

Event description:
It was reported patient underwent a left total hip arthroplasty on (B)(6) 1999. Subsequently, patient was revised on (B)(6) 2014, due to metallosis. The modular head and liner were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, "material sensitivity reactions.